Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant was removed from the patient because it was not forming a satisfactory shape inside of the vessel. During retraction, the implant because detached from the delivery pusher. The device was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.